Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bladed trocar was only received. There were gouges at the distal end of the trocar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouges at the distal end of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while inserting the trocar, the device broke and the blue plastic particles from the implantable port broke down and fell in the patient's abdomen. An appendectomy was required to prevent impairment of a function which led to a ten minute extended patient hospitalization. Not all of the particles were retrieved while the others were retrieved with a laparoscopic instrument.